Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was experienced a "fatal error has occurred on underlying data source" and failed to recover. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and it was unable to recover. The field service engineer (fse) had addressed an issue where the application was performing slowly and the customer support centre (csc) was unable to establish a remote connection. The fse cleared log files, which enabled csc to access the system remotely. The csc agent subsequently resolved the issue. Following the resolution, the fse tested the application¿s functionality and confirmed successful performance. The system functioned as intended after the field service engineer along with customer support centre specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was experienced a "fatal error has occurred on underlying data source" and failed to recover. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.